Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that the cannula of his infusion set was bent, but the insulin pump did not alarm no delivery. The customer stated that his blood glucose levels at the time of the complaint were over 500 mg/dl. A tubing clamp was not available at the time of the phone call to perform the high pressure test. The customer was sent a tubing clamp and advised to call back to perform the high pressure test. Nothing further was reported.